Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sheath was upsized to 18f. Reportedly, a cuff miss occurred with the first prostyle device. When the plunger was pulled back the suture was not captured. A new prostyle device was attempted; however, a cuff miss occurred again with the second, third and fourth prostyle device. The suture of a fifth prostyle device was successfully pre-placed without issue, and hemostasis was achieved after completion of the evar procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.